Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's battery cap was broken and a failed battery test occurred. Blood glucose level at the time of the incident was not provided. The customer also reported that a piece of the battery cap was stuck inside the battery compartment due to the device being dropped. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump passed all operating currents, and tested within specification range and passed the off no power test. The pump was monitored and tested with no failed battery test alarm noted. The pump was received with a broken battery cap, cracked battery tube threads, and a cracked reservoir tube lip noted.